Manufacturer narrative:
Follow-up #1: date of submission 12/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2015 with the following findings: a review of the pump¿s black box showed no alarms or loss of prime warnings. Force readings were observed to be normal. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. The pump successfully completed the 24 hour duration testing with no loss of prime occurring. The force sensor calibration was found to be within required specification. The complaint of a loss of prime issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.